Event description:
Livanova deutschland received a report that an erc clamp in use with a s5 hlm machine was not operating correctly, during priming. There is no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided. H11. Livanova deutschland manufactures the s5 hlm, the event occurred in united kingdom. Livanova field service engineer was dispatched to the customer facility and successfully retrieved the log files. Analysis of the serial readout files confirmed the reported issue since three arterial clamp timeout events were recorded on the date of the incident. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.